Event description:
Pt on chronic hemodialysis 3x a week. Dialysis via tesio catheter. The blue venous extension mc11v-bc connected to the tesio catheter is clamped/unclamped when initiating and terminating hemodialysis. The pt awoke at 0200, 5/30/98 to find that the venous extension set had separated causing a considerable amount of blood loss. The pt reconnected the extension set tubing and went to emergency room where exam and vital signs were normal. Pt is sent home and returned this date to dialysis where extension set was changed.